Event description:
Removal of dental implant. The clinician's office reported that the implant was placed and removed same day because it was the wrong size.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant unit returned was within specification.